Event description:
It was reported that during the surgeon successfully implanted the 3 first screws. The 4th was positioned perpendicular to the plate and implanted. The screw passed through the retaining ring and plate so it was not locked in place.